Event description:
It was reported that a patient (pt) had a break in aseptic technique during peritoneal dialysis (pd) therapy which caused bacterial peritonitis. On an unreported date, the pt experienced a breach in aseptic technique further described as touch contamination by the pt. The pt was diagnosed with peritonitis and was hospitalized for the event on the same day. Upon being admitted, the pt began treatment with vancomycin, 1 gm, ip (intraperitoneally) every 3 days for thirteen days. Three days after being admitted, the pt was discharged from the hospital. The pt was recovered from the peritonitis. Pd therapy remained ongoing throughout the event. On an unknown date (within the same month) the pt was retrained on proper aseptic procedures for pd therapy. Additional information was requested but is not available.

Manufacturer narrative:
(B)(4). The cause of this peritonitis was use error reported to be due to a break in aseptic technique by the patient. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.